Manufacturer narrative:
Date of event was approximated to (B)(6) 2005, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the first of two devices used during two different procedures. It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system device was implanted into the patient during a procedure performed on (B)(6) 2005. It was reported that the patient experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2012 was chosen as a best estimate based on the date of the second implant surgery to treat recurrent sui. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Both revision surgeries were performed by dr. (B)(6). Second law firm information: (B)(6). Block h6: patient codes e1715, e2015, e2006, e1309, and impact code f19, capture the reportable events of scar tissue, urethral obliteration, erosion, urinary retention and additional surgery. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the first of two devices used during two different procedures. It was reported that a lynx suprapubic mid-urethral sling system device was implanted into the patient during a procedure performed on (B)(6) 2005. It was reported that the patient experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date. The device was not returned for analysis. Per additional information received on 09feb2021. The lynx suprapubic mid-urethral sling system device was implanted on august 11, 2005 during a lynx midurethral sling placement procedure for the treatment of stress urinary incontinence (sui). No complications reported and the patient was stable post procedure. Reportedly, the patient had recurrent sui and another lynx suprapubic mid-urethral sling system was implanted during a lynx midurethral sling placement procedure on (B)(6) 2012. The patient tolerated procedure in stable condition. No complications were reported. On (B)(6) 2019, patient underwent cystourethroscopy, laser lithotripsy of urethral mesh and scar and replacement of suprapubic cystotomy procedure to treat urethral obliteration with mesh and scar. Preoperative examination revealed mesh erosion in the urethra. Patient had developed progressively higher postvoid residuals and had a suprapubic catheter placed. The urethra became completely obliterated from the mesh and there was overlying scar tissue. Prior attempts at cystoscopy under anesthesia were unsuccessful to reestablish urethral patency. During the procedure, laser lithotripsy successfully went through the mesh and scar tissue to reestablish patency of the urethral lumen. Procedure was tolerated well and patient was in stable condition. Post procedure, patient was found to have urethral mesh erosion and now with sui. On (B)(6) 2020, patient underwent excision of urethral mesh, urethral reconstruction, autologous fascial pubovaginal sling and cystoscopy procedure. The mesh was successfully excised from the urethral mucosa.

Event description:
Note: this manufacturer report pertains to the first of two devices used during two different procedures. The lynx suprapubic mid-urethral sling system device was implanted on (B)(6) 2005 during a lynx midureteral sling placement procedure for the treatment of stress urinary incontinence (sui). No complications reported and the patient was stable post procedure. Reportedly, the patient had recurrent sui and another lynx suprapubic mid-urethral sling system was implanted during a lynx midureteral sling placement procedure on (B)(6) 2012. The patient tolerated procedure in stable condition. No complications were reported. On (B)(6) 2019, patient underwent cystourethroscopy, laser lithotripsy of urethral mesh and scar and replacement of suprapubic cystotomy procedure to treat urethral obliteration with mesh and scar. Mesh erosion in the urethra was identified on (B)(6) 2019. Since the erosion was identified, the patient developed progressively higher post-void residuals and had a suprapubic catheter placed on (B)(6) 2019. The urethra became completely obliterated from the mesh and there was overlying scar tissue. Prior attempts at cystoscopy under anesthesia were unsuccessful to reestablish urethral patency. During the procedure, the mid urethra was noted to be completely obliterated by scar and underlying mesh. Laser lithotripsy successfully went through the mesh and scar tissue to reestablish patency of the urethral lumen. A new suprapubic catheter was placed and capped as a safety until a more definitive surgery was completed. Procedure was tolerated well and patient was in stable condition post procedure, patient was found to have residual urethral mesh erosion and now with sui. On (B)(6) 2020, patient underwent excision of urethral mesh, urethral reconstruction, autologous fascial pubovaginal sling and cystoscopy procedure. The mesh was successfully excised from the urethral mucosa.

Manufacturer narrative:
Correction: blocks b5, b7, and h6: patient codes. Block b3 date of event: the exact event onset date is unknown. The provided event date on (B)(6) 2012 was chosen as a best estimate based on the date of the second implant surgery to treat recurrent sui. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6) center. Both revision surgeries were performed by dr. (B)(6). Second law firm information: (B)(6). Block h6: patient codes e2006, e1309, e2328, e1715 and impact code f19, capture the reportable events of erosion, urinary retention, complete obliteration of the urethra, scar tissue and additional surgery. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.